Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the screen displayed an "status 56" error message, and then would not power-up in battery mode. In addition, the device display became enlarged and then shrunk to the normal size when it was powered in ac mode. The complainant indicated that there was no patient involvement in the reported malfunction.